Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for misfire as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The pro code for the e-luminexx vascular stent system products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model zvl05120 vascular stent allegedly experienced misfire. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) -year-old male weighing (B)(6) kgs.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; the evaluation was reassessed and trending device code (1069-break) has been added. Therefore, the investigation is inconclusive for misfire as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The pro code for the e-luminexx vascular stent system products is identified in d2. H10: g4. H11: h6 ((1069-break), h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model zvl05120 vascular stent allegedly experienced misfire. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a 73-year-old male weighing 55 kgs.